Event description:
While evaluating an olympus flex videoscope, foreign material was discovered clogging the nozzle. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted in b5 foreign material was located in the nozzle. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.